Event description:
Complainant for cr-14-095 stated that after using medical device for equaline hydrogen peroxide cleaning & disinfecting lens care sysytem he experienced a burning sensation in his eyes.

Manufacturer narrative:
Based on the initial report, the date of event is best estimated to be (B)(4) 2014. Awaiting return of complaint sample.